Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid leakage from the injection port. This issue was discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on august 15, 2022- august 16, 2022. H10: the device was received for evaluation. The unit contained fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by manually filling green color water to the bladder. During and after fill, no evidence of leak was observed at the fill port. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.